Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to their implantable cardioverter defibrillator (ICD) sounding an audible tone. The patient's right ventricular (rv) lead exhibited rising/high pacing impedance, increased sensing integrity counter (sic), and increased thresholds. The pace/sense (low-voltage) portion of the rv lead has been capped and an alternate pace/sense lead was implanted. The high-voltage portion of the original rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.